Event description:
Customer's husband called saying customer's insulin pump alarmed button error. The alarm won't clear. Customer's blood glucose level is 200 mg/dl. There were no significant events leading up to the alarm. The device also has a crack in the reservoir compartment and battery compartment from normal wear and tear. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Cracked reservoir tube window, broken battery tube threads, broken reservoir tube lip, broken belt clip slot at battery tube threads area, minor scratched window and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.